Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged white strain relief was confirmed. The returned system controller serial number (B)(6) was in used/worn condition. Visual inspection revealed a damaged white strain relief with presence of a green substance. The green substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction in the power cable. The system controller was functionally tested and there were no atypical alarms noted. The log files were successfully retrieved. The event log file contained data recorded from 28jan2025 to 05feb2025 where some low voltage alarms associated with depleted 14v batteries were recorded. The pump support was not affected and the system maintained the set speed with no interruptions. The periodic log file contained events captured from 25jan2025 to 05feb2025. The recorded data did not add any new information regarding the reported event. The specific root cause for the white cable strain relief damage was not able to be determined during this investigation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. According to hm3 instructions for use section ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with an issue at the white cable of the system controller. A disruption was noted in the rubber casing of the wire by a family member while changing the battery. The controller was swapped and the patient tolerated it well. The event log file captured several low voltage advisory events and a lone low voltage hazard while using battery power. These all occurred on the white power lead of the controller. It appeared that the broken bend relief on the white power lead could have been causing the low voltage events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.